Event description:
It was reported that while deploying the stent in the sfa, the proximal portion of the stent foreshortened by 1cm. Reportedly, the lesion was described as a total chronic occlusion, measuring approx 300 mm and with a 5mm reference vessel diameter. Two additional stents were successfully deployed without any difficulties. The procedure was completed successfully without any injury to the pt.

Manufacturer narrative:
As part of all complaint investigations, an attempt is made to evaluate the subject device, as well as how the device was used. In this particular case, no sample and no images were received for investigation. As no specific lot number was available, a device history record review could not be performed. Based on the info available and the fact that no sample and no images were provided, the reported problem could not be reproduced. However, product and non-product factors have been and will continue to be considered (e.g. Adjustments after partial deployment of the stent may lead to a compressed stent). In reviewing the current labeling, we found that the potential product and non-product related factors are addressed in the current version of the instructions for use (IFU).